Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed with the customer that a technician had arrived that morning and resolved the issue. Permission to close the case was requested since the issue, including the refrigerator itself, had been fixed. The customer agreed. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not responding and became frozen on the main screen for over two hours. Additionally, the refrigerator was not linking to the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.